Manufacturer narrative:
The system controller serial number (B)(4) was returned to the MFR for eval. The reported event of a replace controller alarm was confirmed during analysis. The eval of the returned pocket controller revealed a damaged pcb component. As a result the returned system controller did not operate the test pump and did not communicate with the test system monitor. The MFR is currently addressing this event through its corrective and preventative action system. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the newly upgraded system controller had a system controller fault during a review of the system controller change. The system controller was exchanged with another system controller.